Event description:
The patient's mother reported that the up button has been damaged for the past 4-5 weeks in 2009, the patient's blood glucose has been elevated to up to 457 mg/dl despite bolusing and changing the accessories. Two weeks later, the patient switched to the backup infusion device and his blood glucose returned to normal, 120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.